Event description:
A surgeon reported having a pt with decreased visual acuity and a milky intraocular lens (iol) ten years following implant surgery. The decrease in visual acuity has been observed this year. The causal relationship between the milky lens and the decreased visual acuity is unk because retinal disease is also observed. The surgeon suspects that the milky lens could be one of the causes of the decreased visual acuity and is planning to exchange the iol. Additional information has been requested.

Manufacturer narrative:
The product has not been rec'd for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).